Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was confirmed through history log but was not reproduced. The confirmed symptoms was found to be caused by low upstream sensor values due to a failed upstream sensor. The upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump falsely displayed the upstream occlusion message. It was also reported there was no pt injury.